Event description:
It was reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. It was noted that the capsule trocar needle did not advance. No serious injury to the pt was reported.

Manufacturer narrative:
.